Event description:
It was reported that the ventricular lead warning triggered due to fifteen high rate episodes with noise present on the egm and fifty four high impedances. It was also reported that pocket manipulation also produced noise. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.